Manufacturer narrative:
This report involves a retrospective study noted in an article. The device was not available for analysis, and device investigation could not be performed. The lot number was not provided; therefore, review of the device history record could not be performed. The reported events are known adverse events associated with the use of the device. Aditya s. Pandey, md, et al; "low incidence of symptomatic strokes after carotid stenting without embolization protection devices for extracranial carotid stenosis: a single-institution retrospective review", published neurosurgery 63:867-873, 2008.

Event description:
Device malfunction: none. Time of symptoms/ae: post procedure. Symptoms/ae: cva/death. The following events were noted through a periodic article review. A retrospective chart analysis was performed in a total patients that underwent carotid artery stenting (cas) without embolic protection devices in the period from 1996 to 2006. The purpose of the study was to examine the incidence of symptomatic stroke in the patients after cas without epds and to compare the results with those of published series of cas with epds. Clinical follow-up at 1 month involving 97.2% of the study population revealed 2 patients died. Additionally, 80.9% of the patient population had a mean clinical follow-up period of 18.6 months. During this period, 1 patient experienced a cva and died. The article does not directly correlate the adverse outcomes to a specific device/brand/manufacturer.